Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and crohn's disease ("autoimmune disorder : crohn¿s disease") in a 31-year-old female patient who had essure (batch no. B94876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diarrhea, uti, costochondritis, colitis and chronic diarrhea. Concurrent conditions included bacterial vaginosis, sepsis, hives, itching, dysplasia, ovarian cyst and lymph node pain. Concomitant products included adalimumab (humira), dicycloverine (dicyclomine), evra (ortho evra), mercaptopurine, mesalazine (pentasa), ondansetron (zofran) and vicodin. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 25 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea,"), dyspareunia ("painful intercourse / dyspareunia,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced endometriosis ("reproductive system disorder: endometriosis,"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), urinary tract infection ("urinary tract infection"), rash ("rash or skin conditions: rash"), adenomyosis ("adenomyosis") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and left oophorectomy) . Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, vaginal haemorrhage and menorrhagia had resolved and the crohn's disease, fatigue, urinary tract infection, rash, endometriosis, adenomyosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, back pain, crohn's disease, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: fallopian tubes were bilaterally occluded. On (B)(6) 2016 patient had CT scan report, abdomen and pelvis resulted in bilateral adnexal enhancing varicosities, left adnexal cyst. Bilateral essure coils noted. On (B)(6) 2016 patient had ultrasound report resulted in left lower pelvic pain past few days that has gotten worse tonight. (B)(6) 2015: CT abdomen: impression: mild circumferential thickening of the wall of the distal small bowel near the ileocolic anastomosis. Thickening of the wall of the transverse colon. Mild circumferential thickening of the wall of the sigmoid colon. Otherwise apparent circumferential bowel wall thickening involving the proximal mid-small bowel likely related to incomplete distention. No bowel obstruction or major ileus on (B)(6) 2017 patient had surgical pathology report resulted in cervix: mild cystic cervicitis. Fallopian tubes: congested fallopian tubes with paratubal hydatid of morgagni, left. Left ovary with cortical cysts, enlarging developing follicular cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and crohn's disease ("autoimmune disorder : crohn¿s disease") in a 31-year-old female patient who had essure (batch no. B94876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diarrhea. Concurrent conditions included bacterial vaginosis, streptococcus group b sepsis, hives, itching, dysplasia and ovarian cyst. Concomitant products included adalimumab (humira), dicycloverine (dicyclomine), evra (ortho evra), mercaptopurine, mesalazine (pentasa) and vicodin. On(B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea,"), dyspareunia ("painful intercourse / dyspareunia,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced endometriosis ("reproductive system disorder: endometriosis,"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), urinary tract infection ("urinary tract infection"), rash ("rash or skin conditions: rash"), adenomyosis ("adenomyosis") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and left oophorectomy) and surgery (partial hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, vaginal discharge, vaginal haemorrhage and menorrhagia had resolved and the crohn's disease, fatigue, urinary tract infection, rash, endometriosis, adenomyosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, back pain, crohn's disease, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, pelvic pain, rash, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: fallopian tubes were bilaterally occluded. On (B)(6) 2016 patient had CT scan report, abdomen and pelvis resulted in bilateral adnexal enhancing varicosities, left adnexal cyst. Bilateral essure coils noted. On (B)(6) 2016 patient had ultrasound report resulted in left lower pelvic pain past few days that has gotten worse tonight. On (B)(6) 2017 patient had surgical pathology report resulted in cervix: mild cystic cervicitis. Fallopian tubes: congested fallopian tubes with paratubal hydatid of morgagni, left. Left ovary with cortical cysts, enlarging developing follicular cysts. Most recent follow-up information incorporated above includes: on 3-mar-2018: pfs+mr received, reporter added, patient historical and concomitant condition added, lot number added, lab data added, concomitant drug added, events added as follows:- pelvic pain, vaginal hemorrhage, menorrhagia, crohn's disease, fatigue, urinary tract infection, rash, endometriosis, adenomyosis, abdominal pain lower. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (partial hysterectomy with unilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: fallopian tubes were bilaterally occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.